Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported she was just discharged from the hospital today. Pt stated the doctor at the hospital told her that her basal rates needed to be increased on the infusion device. Pt reported her blood glucose levels were normal prior to sunday. Pt stated she took a nap and woke up but her blood glucose levels were still elevated. Pt reported she called 911 and was taken to the hospital by ambulance. Pt stated her blood glucose level was 800 mg/dl when she was admitted to the hospital. Pt reported her target blood glucose level is not known. Pt stated she was taken off of the infusion device and placed on an insulin IV. Pt reported her blood glucose levels did not start to become normal until yesterday. Pt stated her blood glucose levels are never normal. Pt reported her doctor told her that he did not feel the elevated blood glucose levels were due to the infusion device. Pt stated he felt she was not getting enough insulin because her basal rates were not high enough. Assisted pt with increasing her basal rates. No product return was requested.